Event description:
It was reported an issue with novosyn suture. The client reported that the needle loosened from the thread and that it happened on 3 occasions. No more information has been provided.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k122734. If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: there are three previous complaints of this code-batch regarding this issue, one of them closed as confirmed after analysis. We manufactured and distributed in the market 7,632 units of this code-batch. There are no units in our stock. We have not received samples for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. However, taking into account that there is a previous confirmed complaint of the same code-batch regarding this issue, we consider this case confirmed as well. Reviewed the batch manufacturing record, there are no incidences reported regarding this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: we conclude that this complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future. Moreover, training regarding this issue to production personnel was done.